Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2012. Gastroesophageal balloon dilation attempted to address post procedural dysphagia did not alleviate symptoms. Uneventful device explant due to dysphagia on (B)(6) 2015. Device was able to be removed from fibrous capsule in a single pull. Device found in correct position/geometry. Device and anatomy found to have changed orientation at time of explant. Patient in satisfactory condition after explant.